Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 423 mg/dl. The customer¿s current blood glucose value was 423 mg/dl. The customer did not experience any symptoms of high blood glucose value. The customer did not allege under delivery on insulin pump. Auto mode feature was not activated at the time of high blood glucose event. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer stated that stuck button alarm. Customer stated that they did not press a button down for 3 minutes or longer. Customer stated that they received blank display. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment and spring were neither damaged nor corroded. The customer was assisted with troubleshooting and display did not returned back the customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. No further complications were reported. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring = black . Pump case: ngp . The customer returned the device for alleged unresponsive keypad/stuck button alarm, blank display, and high blood glucose found on (B)(6) 2022. The device was received with missing segments. The pump passes the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement test, and dat at .0864 inches. The pump fails self test due to missing segments and vibrate anomaly. The pump fails sleep current test. No keypad anomalies or stuck button alarms noted during analysis. No blank display anomalies noted during analysis. Successfully downloaded history files and traces using thus and carelink. All buttons were tested individually for their functionality; no damage to keypad traces however found moisture damage j1 connector on pcba 1 and keypad flex connector. Pump passes keypad voltage test. No power loss alarms/alerts noted on event date in downloaded history files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However power management graph shows evidence of esd latch-up on an ic. Problem isolated to the electronics. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found moisture damage on lcd connector, and harness assembly vibrator. The following were noted during visual inspection: stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, and corroded battery tube. No keypad anomalies or stuck button alarms noted during analysis, unresponsive keypad/stuck button alarm not confirmed. No blank display anomalies noted during analysis, blank display not confirmed. Missing segments confirmed due to moisture damage. Esd latch-up on an ic, isolated to electronic assembly. Unable to confirm alleged high bg. Vibrate anomaly confirmed due to moisture damage. High sleep current due to moisture damage. Moisture damage confirmed on lcd connector, and harness assembly vibrator. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.